Event description:
While using scissors to dissect, it was noted somewhere on shaft of instrument that it was allowing electricity (monopolar) to escape somewhere on the instrument out of vision. Instrument had burned the aorta, no repair was needed (close call). Scissors taken out of service immediately.